Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2 syringe 0.3ml 29ga 1/2in 7bag 420cas jp separated from the hub during use. The following was reported by the initial reporter: "this is a report about needle/shield separation from the barrel. According to the customer's report, the needle with the shied was separated from the barrel and this issue occurred in two products".

Event description:
It was reported that 2 syringe 0.3ml 29ga 1/2in 7bag 420cas jp separated from the hub during use. The following was reported by the initial reporter: "this is a report about needle/shield separation from the barrel. According to the customer's report, the needle with the shied was separated from the barrel and this issue occurred in two products."

Manufacturer narrative:
H.6. Investigation: customer returned two images of two 0.3ml syringes. Their needle shields and hubs have separated from their respective barrels. The hubs have become lodged inside the shields. There is no damage to the connectors at the distal tips of the barrels or their needle hubs. No other defects found. Due to batch being unknown, no DHR review can be completed. CAPA#1630423 was initiated. H3 other text : see h.10.